Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: (B)(6) and the controller ((B)(6)) were not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed motor start events recorded on (B)(6) 2024 at 11:37:35, on (B)(6) 2024 at 05:20:58, and on (B)(6) 2024 at 01:43:34 in which the motor start parameters were atypical. Log file analysis also revealed a gradual decrease in power consumption and estimated flows throughout the analyzed period. Additionally, review of the event log file revealed a controller power-up event, with an associated motor start event, logged on (B)(6) 2024 at 01:43:30, indicating a loss of power to the controller. The data point recorded prior to the loss of power revealed that (B)(6) was connect to power port one (1) with 47% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 96% rsoc. The data point logged after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for thirteen (13) seconds. No anomalies were recorded leading up to the loss of power. As a result, the reported controller loss of power and atypical starting parameters events were confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including, but not limited, to poor vad filling, thrombus at the inflow canula/outflow graft, and/or constriction at the outflow graft. The most likely root cause of the loss of power to the controller can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Per the instructions for use, bleeding is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of bleed events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: coontroller 2.0 serial #: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a ventricular assist device experienced anemia on two occasions, which required blood transfusions as treatment. The patient presented with low hemoglobin and hematocrit levels. Atypical starting parameters were noted, and it was believed that a double disconnect by the patient caused a power loss event. The device involved was a pump ventricular assist device implant kit. The device remained implanted and in service.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Additional product: d1: heartware ventricular assist system ¿controller 2.0 d4: model#: 1420 / catalog#:1420 / expiration date: 31-jul-2024 /serial#: (B)(6) d9: no h3: no h4: mfg date: 21-may-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.